Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported that their insulin pump was over delivering. The customer¿s blood glucose level was 57 mg/dl at the time of the incident. The customer almost lost consciousness due to the low. The customer used food to treat the low. The auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. The customer got hardware low level failures alarms when they performed pump self tests. The customer stated the pump was delivering micro basals even when they were low. Troubleshooting was completed but did not resolve the issue. The insulin pump will be returned for analysis.